Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the initial implant procedure this patient coded on the table. Subsequently, the physician left the product implanted and used them as a temporary pacing system. The patient received a complete implantable system the next day. No additional adverse patient effects were reported.